Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had accuracy issues ¿ over/under infusion. Pump was filled with blincyto and programmed with overfill so that the pump would not run dry. The pump continued to run completely emptying the bag. Starting volume was 100ml. Continuous infusion rate was 0.6ml/hour. Reservoir volume was 0. Given was 100ml. The amount of medication remaining in cassette did not match the reservoir volume displayed on pump. No amount remaining. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump has an accuracy issue or over/under infusion because the amount of medication remaining in cassette. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.